Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1gm, intraperitoneal and discontinued ), amikacin injection (start dose of 500mg followed by 100mg one bag per day, intraperitoneal and ongoing). The following day the patient was started on cisnam injection (500mg, one bag per day, intraperitoneal and ongoing) for peritonitis. The patient was discharged one day after admission. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was recovering from the peritonitis event. Antibiotic treatment was ongoing. On an unknown date, pd therapy was placed on hold and the patient was switched to hemodialysis (twice a week). Should additional relevant information become available, a supplemental report will be submitted.